Manufacturer narrative:
(B)(4). Conclusion: treated for an aneurysmal left common iliac. Review of pre-implant CT¿s and 3d film report revealed that the patient had a 35mm max diameter left common iliac artery aneurysm and a 23mm max diameter right common iliac artery aneurysm; no aaa. The proximal neck diameter was 19.5mm just below the renals, and 10mm lower was 20.2mm in diameter. The aorta was angulated 80 deg max l-r and 70 deg max a-p; relative to the origin of the iliac arteries. The length of the aorta from the renals to the 22mm diameter distal aorta was 101mm, and along this length the aorta was extensively calcified. The iliac arteries were mildly tortuous but also severely calcified. The rcia diameter ranged from 14 ¿ 23 ¿ 17mm, and the lcia diameter ranged from 16 ¿ 35 ¿ 28 ¿ 15 mm. The right femoral access diameter was 12mm and the left femoral access diameter was 11.5mm. The cause of the reported partial right limb occlusion could not be determined from the films provided. Images during implant and post-implant were not available for review. It is possible that implanting within the small abdominal aorta (no aaa), that was also extensively calcified and angulated to the iliac arteries, may have caused compression of the right limb which may have contributed to the thrombus. Films post-intervention were not provided.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an aneurysmal left common iliac artery. It was reported that the patient presented emergently with a cold right leg. It was determined that the endurant right limb was partially occluded. The physician stated that the limb was mostly free of thrombus. The patient returned for lysis treatment. An angiogram was done that confirmed the was resolved the clot formation in the right limb. The physician decided to implant a 16x4 bare self expanding stent just below the flow divider to provide additional support and ballooned bilaterally with a 14x4 kissing balloon. The intervention was successful and no other treatment is necessary. The physician stated that the cause of the event was the aortic angulation at the flow divider causing compression of the right limb. No additional clinical sequelae were reported and the patient is fine.